Event description:
Caller reported a malfunction on pump, indicated by a code labeled malf 16. There was no adverse impact to customer's blood glucose level. Customer's pump was part of a field correction, and caller had already completed necessary receipt acknowledgment. Technical support provided guidance on resetting pump, and caller successfully reset it without recurrence of malfunction code. Customer was instructed to contact support if issue reappears, and acknowledged understanding of instructions.